Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was having a lead revision and during the revision the physician accidently performed a wet tap. The physician was trying to put the lead into the epidural space when the wet tap occurred. The physician pulled the introducer and lead from the epidural space. The physician then reinserted the leads without a problem. The physician performed a blood patch to correct the wet tap. The pt had a slight headache after the surgery and was advised to lie down. The pt is reportedly doing well now and is no longer having any symptoms. No devices were explanted from the pt.